Manufacturer narrative:
The reported glidescope core smart cable was returned to verathon for evaluation along with the customer's glidescope video baton 2.0 large and glidescope core 15-inch monitor. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the customer's smart cable to their video baton 2.0 and monitor the image became blurred, distorted and the image would "cut out" when the cable was manipulated. When connecting the customer's monitor and smart cable to a known, good, test video baton 2.0, similar image issues occurred. The verathon technical service representative then connected the customer's monitor and video baton 2.0 to a known, good, working test smart cable, and the image produced was working as expected. The camera image quality test was performed and failed for the glidescope core smart cable. The verathon technical service representative isolated the issue to the glidescope core smart cable only. All other customer equipment was working as intended. Upon completion of the evaluation, the customer's glidescope core smart cable was scrapped, and the customer was provided a replacement due to no repairs being available for this device. The glidescope core 15-inch monitor, glidescope video baton 2.0 large and replacement glidescope core smart cable were returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would intermittently disappear and was blurry. The connection between the glidescope core smart cable and glidescope video baton 2.0 large was reported as "loose" causing the devices to disconnect. No report of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.